Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2015-00023 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2015-00023 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.

Manufacturer narrative:
The product code and lot number is unknown for this compliant. Based on the customer's sales history, the following are potential product codes and lot numbers (1) sg3+2325 with the following lot numbers: 150515d, 150516d, and 150511d. (2) sg3+2238 with the following lot numbers: 150504d, 150515d and 150506d. (3) sg3+2151 with the following lot numbers: 150107c and 150613c. The actual sample was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated potential product/lot combinations. Visual inspection revealed no defects. The coating of silicone was confirmed to be present and met manufacturing specifications. Packaging of all retentions samples met manufacturing specifications. Needle penetration of all retentions samples were tested and met manufacturer specifications. The cannula is made up of stainless steel and had undergone testing for stiffness and bend resistance. The supplied cannula for this lot confirmed no non conformities that may have led to the reported complaint. The cannula is compliant as per iso 9626 regarding stiffness of the stainless tubing. Each lot was tested for endotoxin thru limulus amebocyte lysate test to check presence of bacterial endotoxin on finished products and met specification for endotoxin limit for medical devices. In addition, qc performs monthly checking of the physical and chemical properties of the sterile products per needle gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Based on records, the affected lots all passed. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. A review of the device history records for the potential lots was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection for the assembled needle and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
A physician reported a patient, within 15 days on 30mg of abilify maintena experienced a rash. Follow up communication with the physician reported the following information: (1) the patient was seen in the "ed" for a rash; (2) on an unknown date, the rash resolved; (3) it was reported, a few day after going to the "ed", the patient committed suicide; and (4) the physician does not believe the suicide is related to abilify maintena. Neither the abilify maintena dual chamber syringe nor any of its components were directly implicated in this complaint however terumo is reporting this issue out of an abundance of caution and due diligence. All potentially related lots are being fully investigated.